Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately six months post implant of the ICD. A cause of death is not known.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Product ID d224trk implanted: (B)(6) 2012; product ID 5076-52 implanted: (B)(6) 2003; product ID 41947 implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 694765. A proximal portion was received measuring 14 cm. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.